Manufacturer narrative:
Continuation of d10: product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024, product ID l-evolutfx-34 (lot: 0012052297); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, there was resistance when inserting the 18 fr sheath and the delivery catheter system (dcs). Access site bleeding occurred. Per the physician, it is possible that the puncture site was damaged during insertion of the sheath and dcs. Although the suture was attached during pre-closing, hemostasis could not be achieved. There was calcification on the front wall of the puncture site, and it is believed that this calcification made it difficult to stop the bleeding with perclose. Surgical repair was performed to stop the bleeding. No additional adverse patient effects were reported.

Manufacturer narrative:
Added code: a150205 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.